Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose levels above 1000 mg/dl. The customer treated with a manual injection, but the blood glucose levels remained elevated. The customer declined any troubleshooting on the insulin pump. Advised the customer of the possible causes for high blood glucose levels. Nothing further was reported.